Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer had battery issues with their insulin pump. The customer reported the battery indicator would only show one bar of life even though they had tried several new batteries. Customer also stated they did not receive any alarms on their insulin pump. Troubleshooting did not occur because there was no alarms in the alarm history. Customer was advised to revert to their back-up plan. The customer also reported having low blood glucose. The customer declined to troubleshoot for the low blood glucose. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.